Event description:
The clinic reported that a laser vision correction patient presented a slight flap straie in the right eye at 1 day post op. The clinic reported a flap lift and rinse perform to smooth the right eye. The patient complained of blurry vision of right eye. The patient experienced loss of best corrected visual acuity. The clinic reported right eye best corrected visual acuity (bcva) pre 20/100, post 20/15. And left eye best corrected visual acuity (bcva) pre 20/15, post 20/15.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted.